Manufacturer narrative:
510k: this report is for two (2) unknown screws: cortex:/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient had undergone removal of hardware and revision surgery due to nonunion and delayed healing. Original date of implant procedure was done on (B)(6) 2018 at an outside facility for a segmental femur fracture. The surgeon at that time used an unknown lateral entry femoral nail (lefn) and a variable angle (va) locking compression plate (lcp) curved condylar plate to treat the fracture. All devices were removed successfully. A retrograde nail was inserted for the revision procedure. There was no surgical delay. Procedure was successfully completed and patient outcome is good. This complaint involves six (6) devices . This report is for two (2) unknown cortex:screws. This report is 5 of 6 for (B)(4).